Event description:
The customer reported to olympus, the light source received an e103 light source defective error. The operating hours were unknown, a new light source was ordered. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the lamp failed to turn on due to the lamp life or failure of the xenon lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer will order a new xenon lamp maj-1817 and exchange the lamp himself.